Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts to obtain additional info have been made. A complete questionnair has not been received. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery she experienced halos, shaking when reading, and blurred vision. She stated her vision is especially worse in the evening, "sees nothing," and eye feels like it is covered by a membrane. According to the consumer, the surgeon told her that the blurred vision could be the result of a hemorrhage that occurred during the iol implant surgery. Also, the surgeon indicated the thinness of the iol could be a contributor, as well as "commissures." Additional info has been requested. There are two medical device reports associated with this event. This report is for the second eye.